Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead sought medical attention due to chest distress and dizziness. Two month later during a hospital check the patient was told the lead was fractured; the following month the lead was replaced. The patient was reported as well post surgery, with no resulting adverse effects. The lead was not returned post explant for laboratory analysis.